Event description:
It was reported to philips healthcare that the heartstart mrx defibrillator lost the pads ECG waveform while in use on a pt in cardiac arrest. The involved pt died. The hospital ed clinical supervisor stated that they are unable to determine whether the device behavior impacted the pt outcome.

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more info concerning this event.